Event description:
It was reported that in preparation for an unspecified procedure, an inflation device extension tube exhibited a hole. Upon opening the sterile package, it was discovered that an encore 26 inflation device extension tube had a hole in it. The product was not used in the procedure. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is not reported.

Event description:
Reporter alleged obtaining the results of 260 mg/dl and 92 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.